Manufacturer narrative:
(B)(4). Batch # r93894 device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 3 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: can you please clarify, when "the trigger could not move smoothly, so it prevented secure clipping." Was the device able to fire a clip? If yes, what was the clip formation (unformed, malformed, scissored, etc)? Or did the device not fire a clip? Or did unformed clips drop or eject from the device jaws without being fired? Response: "the trigger could not move smoothly, so it prevented secure clipping. The clip malformed and could not hold the vessel (kind of scissoring happened). Yes, it was completely out of the clamp arm.

Event description:
During his laparoscopic distal pancreatectomy, after firing several clips, suddenly, the trigger could not move smoothly, so it prevented secure clipping. When surgeon used another device that kind of problem could not happen anymore.